Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted. A visual inspection of the incident device revealed tissue in-between the jaws. The jaws were not stuck shut and opened and closed normally upon initial testing. The device was tested on simulated tissue for proper activation and knife function with acceptable results. It did not lock on the simulated tissue aas well. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered. Reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that after approx 12 seal cycles, the device would no longer open. The surgeon used a grasper to manipulate the device from tissue. There was no patient injury.